Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4)found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5 mg/ml at 0.25 mg/day), bupivacaine (5 mg/ml at 0.25 mg/day) and clonidine (100 mcg/ml at 5 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient had an inconclusive catheter dye study. They were taken to surgery and an access of the catheter access port (cap) was done. No aspiration could be performed. The catheter was occluded with forceps and saline was injected through the cap. A leak of fluid was noted from the connector. The catheter still did not return cerebrospinal fluid and was subsequently removed. A remnant old catheter was located in the spinal incision from which cerebrospinal fluid flowed briskly when accessed. A new connector was added and connected to the pump. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. No patient symptoms were reported. The patient's weight was provided. No further complications were reported.